Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and this lead and the associated device were removed from service. No additonal adverse patient effects were reported.